Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily tortuous, 90% stenosed, calcified lesion from the left main trifurcation (lmt) to left anterior descending (lad) and the ostium of the left circumflex artery (lcx). Three to four treatments were performed from the distal to proximal side of the lesion. Intravascular ultrasound (ivus) was observed, and the calcified lesion was ablated, as expected. The physician performed several more treatments in the distal calcified lcx lesion and the oad driveshaft fractured. The physician attempted to retrieve the fractured tip with a microsnare, however, they were unable to deliver the snare to the viperwire tip due to the bend and tight lesion. The physician attempted to entrap the fractured component to the vessel wall with a drug-eluting stent and pull out only the viperwire, however, they were unable to entrap the fractured component. The physician attempted to cut the viperwire in the lcx with a non- csi device, however, they were unable to do so. A vascular surgeon was required to remove the viperwire. The surgeon was able to cut at the femoral puncture site and fix subcutaneously. The procedure was safely completed, and the patient was in stable condition. The patient was instructed to continue dual antiplatelet therapy (dapt) to prevent thrombus from adhering to the fractured component and to take extra precautions to prevent infection.

Manufacturer narrative:
The oad was returned to csi. Visual examination revealed a driveshaft fracture at the proximal side of the crown. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. This can occur when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. The reported event of driveshaft fracture was confirmed, however, the root cause of the event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).